Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the rear te was broken off of the cable connecting the distribution node (dn) to the rear therapy electrodes, damaging wires in the cable. Additionally, the trunk cable connector j703 on the distribution node pca was physically damaged, causing the service code. The root cause for the broken cable was excessive force. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged wires.